Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon evaluation, the blue (can l) wire was pushed into the ferrule connector, causing an open connection. The cause of the test failure and the service codes is the open connection. The root cause of the open connection was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving service code 204 - belt unusable.